Event description:
It was reported that pump touchscreen was delayed in responding to touch inputs and required multiple presses to register selections. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no further action was taken.